Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter; product ID 8578, serial# (B)(4), implanted: (B)(6) 2014, product type: accessory; product ID 8598a, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Manufacturer narrative:
Analysis of the catheter body found c400. User damage was observed on the distal catheter body beyond the intended reliability that likely occurred at or after intraoperative troubleshooting. The catheter was received in 1 segment. Under microscope inspection a hole was found around the 33 cm marking. The event information stated the customer cause the hole by occluding the catheter during troubleshooting. The characteristics of the hole support the customer claim of creating the hole.

Event description:
Additional information received reported that the patient had still been experiencing "extreme" stiffness about a week postoperatively and oral dantrium had been added to the treatment regimen with early positive effects on the stiffness. The healthcare professional (hcp) noted that they had no record of the events from "2015" - (B)(6) (year as reported is in the future). The patient had been released from the hcp's care at the patient's demand.

Event description:
It was reported that a patient was admitted to the hospital for loss of consciousness that lasted an hour on (B)(6) 2014, and the patient was discharged when nothing was found. On (B)(6) 2014 the patient was admitted to the hospital with confusion and hives. The patient tested negative for urinary tract infection (uti) and pneumonia. The patient was discharged from the hospital two a rehab facility, and was discharged from there on (B)(6) 2014 and had been doing well. On (B)(6) 2014 the patient started not feeling well and by (B)(6) 2014 she was confused, fell, and hit her head. The patient was transported to the hospital by ambulance, and during transport she lost consciousness. The patient was on a ventilator and was treated for pneumonia. The reporter stated that no one has been able to explain the episodes and the cause of the event was never determined. A dye study was done on (B)(6) 2015 and was interpreted as normal. The patient was currently stable and off the ventilator. The patient was transferred from acute care to inpatient rehabilitation on (B)(6) 2015. The pump was used to infuse baclofen (unknown). Follow up was conducted to obtain additional information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. Product ID 8578, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: accessory. Product ID 8598a, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: catheter. Product ID 8598a, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received reported that the healthcare professional (hcp) took the patient to the operating room on (B)(6) 2015 for exploration and resultant required catheter revision. The patient complained of pain, increased stiffness, and increased spasticity of the legs for approximately one year. The patient's dose has been escalated without effect. The patient experienced altered mental status on two past occasions with decreased function in the fall of 2014 that the patient recovered from. A dye study was done. The hcp reportedly decided to replace the catheter due to the patient's history of complaints. No obvious issues were noted with visual inspection initially in the operating room. An intraoperative myelogram through the side port was inconclusive. Once the catheter was explanted, on the back or table the hcp pushed saline through the catheter side port and did not see an obvious leak. When the hcp occluded the distal end of the catheter, with injection of saline through the side port, saline "burst through the wall of the catheter at approximately the 33cm mark." A possible micro fracture in the spinal segment was suspected. The explanted catheter was returned to the manufacturer for analysis. The dose was decreased from 1957 to 1401 mcg/day postoperatively and the patient was kept in the hospital for observation. The pump was used to infuse baclofen (gablofen).